Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer generated an error and that there was a spider behind the screen. The programmer powered up normally without error messages and a thorough inspection revealed no evidence of a spider. Analysis did find that the keyboard and slide cover were missing and that the electrocardiogram connector was loose and therefore the link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. (B)(4).

Event description:
It was reported that the programmer generated a black screen with an error message five times. It was further reported that there was a spider living behind the screen. Follow-up determined that the error occurred right at start-up of the programmer and that it was changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.